Event description:
It was reported that two balance middleweight (bmw) universal ii guide wires were used for treating a bifurcation in the distal area of the right coronary artery (rca). A xience 3.0 x 18mm was placed with a good result and a 3.0 x 10 mm non-abbott balloon was used for post-dilatation. During retraction of one of the bmw universal ii guide wires, a bit of resistance was felt. After removal from the patient, it was noted that the guide wire had separated and the distal part (approximately 4 cm) remained in the patient anatomy. The separated portion was located approximately 1 cm proximal to the previous placed xience stent and the guide wire marker was visible in the rca. The separated piece was compressed into the vessel wall by implanting a 3.5 x 28 mm non-abbott stent. The physician and another physician who was present as a guest observer estimated that due to interlocking / twisting of both wires proximal to the xience stent, and some subsequent advancement of the balloon (crossing of both wires), the bmw universal ii guide wire may have been exposed to overload, and as a consequence, it separated during retracting. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dil cath: durastar 3.0 x 10 mm. Stent: xience 3.0 x 18 mm. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire found no blood or contrast visible. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. The tip coils were separated distal to the center solder and the tip ball was missing. The core and shaping ribbon were exposed. The core was sticking out of the coils for a length of 2 cm and the shaping ribbon was sticking out 2.9 cm. The core and shaping ribbon were still intact together at the distal end of the core and shaping ribbon. The intermediate coils were stretched distal to the proximal solder. The scanning electron microscopy (sem) analysis suggests that the shaping ribbon failure may be attributed to ductile overload. Elongated dimples were observed on the fracture surface, no evidence of mechanical damage was observed on the shaping ribbon. The coil failure may be attributed to torsional overload. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, it was reported that the guide wire met resistance during removal which could have contributed to the reported guide wire separation. Reportedly, the separated portion of the guide wire was compressed in to the vessel wall by implanting a non-abbott stent. Cine of the procedure was received and reviewed by a clinical specialist. The reviewer noted that though the actual cause fo the wire tip separation cannot be confirmed through the cine images, there are several scenarios that may have occurred to cause such a fracture. These include, but are not limited to, wire entanglement leading to withdrawal resistance and fracture, fracture associated with retraction of a guide wire trapped between an expanded stent and the vessel wall, overbending or continuous flexing of the guide wire, the tip of the guide wire prolapsed itself in a small lumen vessel for the entire procedure. Though there is very little guide wire tip flexing with systole, it is the reviewer opinion that the last scenario is the most likely cause of the fracture. Factors that may contribute to resistance while retracting or while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. In this case, a stent implant was placed and a non-abbott balloon was used for post-dilatation prior to retracting the guide wire; it is possible that the guide wire was caught into the implanted stent which could have contributed to the reported resistance. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A search of the device lot history record indicated no nonconformance for the lot and a search of the complaint database indicate no related incidents.